Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The pump had intermittent buttons due to corroded keypad traces. There was no display ramping on its own or display anomalies. The pump had cracked case at display window corners and scratched lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly and keypad anomaly. The blood glucose at the time of the incident was unknown. The customer stated that it was impossible to stop figures of units of bolus. The up arrow did not stop. Troubleshooting was not performed. The device was returned for analysis.